Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7198012.

Event description:
It was reported that the patient developed an allergic reaction to the mastisol. The patient had an early lead pull. There are no signs of infection. The physician suggested an ointment and to lightly cover the allergy. The patient was healing well.